Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump was not functioning and insulin squirted out while rewinding the device. The blood glucose reading was 252mg/dl. Troubleshooting was declined. No further information was provided.